Manufacturer narrative:
The received device was evaluated and the exposed portion of the soft cannula was found to have a tear and cause a leakage. It could not be determined when the tear occurred or if it contributed to the reported skin condition irritation. The formed needle and bottom housing were checked for manufacturing deficiencies that could possibly cause skin condition irritation and swelling, and no damages or defects were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 17 mmol/l (306 mg/dl). The pod was worn between 36 and 48 hours on the leg. Hyperglycemia treated by administering a pen injection and applying a new pod. The site was itchy, irritated, swollen and scabbing.